Event description:
Lead explanted due to failure to sense and failure to capture. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 38cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis demonstrated 28cm proximal to the lead tip that the insulation was found rubbed through, which is assumed to be the root cause of the reported lead failure. The above mentioned insulation damage most likely resulted from a tight suture sleeve. Diagnostic images clarifying this assumption, were not available. Furthermore, cuts into the insulation were found between 28cm and 31cm proximal to the lead tip, which most likely resulted during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.